Event description:
Upon review of a (B)(6) male pt's flag files, zoll customer support reported a service code 102. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) has been confirmed. As received, monitor was displaying error code 102 - charge profile fault. The cause of the code 102 is an open resistor r45 on the computer / analog (ca) board. The cause for the open resistor is a detached high-voltage capacitor (c22) on the defibrillator board. The cause of the detached high-voltage capacitor is fractured solder connections of the positive and negative leads. The root cause of the fractured connections is likely mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.